Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9cm2p. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. Upon evaluation of the end effector was found misaligned causing the opening or closing issue. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaw was not able to open after using the instrument for a while. No patient consequences.